Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-23337. The pt underwent a procedure on (B)(6) 2013 for a trial scs system. The pt's trial leads were scheduled to be removed on (B)(6)2013. At the scheduled removal, the pt reported experiencing headaches. The physician indicated the pt had a csf leak. A blood patch was performed and the headaches were resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.